Event description:
It was reported that a faradrive sheath was selected for use. It was mentioned that when the catheter was inserted into the sheath, during aspiration, air was noted. Attempt was made to aspirate without catheter, no air was noted. However, when the catheter was inserted again, air was noted and coming through. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported.